Manufacturer narrative:
The device has switched in standby mode, most likely due to a crosstalk that occurred between devices being in a too close vicinity of each other at the time of interrogation (potentially leading to data inconsistencies). The subject device has been correctly re-initialized on 04/09/2023 july 2023 and has not switched in standby mode since. The root cause of this battery voltage drop was not determined. It could indicate a normal or an abnormal behavior. A likely hypothesis would be a storage temperature. A new battery measurement should be performed to verify whether or not the battery impedance decrease (= 1kohm). If this value is = 1kohm, the device could be implanted. Please find enclosed the attached analysis report.

Event description:
Pacemaker found in back-up mode in the box before implantation. Therefore another pacemaker has been implanted. After re-initialization of the subject pacemaker (on (B)(6) 2023), the battery impedance was of 1,35 kohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Pacemaker found in back-up mode in the box before implantation. Therefore another pacemaker has been implanted. After re-initialization of the subject pacemaker (on (B)(6) 2023), the battery impedance was of 1,35 kohms.